Event description:
The pt was implanted with a left ventricular assist device (lvad. It was reported by the vad coordinator that the pt was transplanted. It was also noted that the pt had a probable embolic cerebrovascular accident (cva) while on the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.